Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) inner insulation separation. Proximal segment returned and analyzed.

Event description:
The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had been reported the patient had gone to the emergency room due to a fall with multiple contusions as had been taking anticoagulants. It was reported no head or cat scan was done and the patient died unexpectedly. A cranial bleed was suspected. There is no allegation from a health care professional that the death was device related.